Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with low battery and failed battery alarms on the insulin pump. Customer stated that he called earlier in regards to these issues but he is still having problems. Customer thinks there is an issue with the pump not the batteries. Customer's blood glucose was 10 mmol/l at the time of the call. Customer was explained the alarm. Customer did not get a failed battery test alarm. Customer received frequent failed battery test alarms with different new or fully charged batteries. Customer was advised to disconnect from the pump and revert to a back-up plan. Customer was advised that the pump will be replaced. Customer mentioned there was a small crack on the pump as well by the keypad.